Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that upon insertion of a new sensor, the sensor wire was hanging off the needle and did not insert. At the time of contact, the patient did not report any injury or medical intervention.